Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial#: (B)(4), description: scs 50 cm iii lead.

Event description:
A report was received that the patient was experiencing right leg pain and numbness. It was also mentioned that the patient need to charge more. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients right leg pain and numbness was a chronic pain. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing right leg pain and numbness. It was also mentioned that the patient need to charge more. The patient will undergo a revision procedure.